Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Event description:
Related manufacturer reference number: 2017865-2022-01638. It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event.